Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition in this pacemaker dependent patient which resulted in approximately five seconds of asystole. It was indicated that the noise was reproduced in the previous follow-up. As a result, this lead was explanted and replaced. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.